Event description:
The autopulse platform (B)(4) was used in an attempt to resuscitate a 49 year old male patient in cardiac arrest. The cause of the cardiac arrest is unknown, and it is unknown when it occurred. The cardiac arrest was witnessed by the patient's girlfriend, who is a non-healthcare provider but immediately started providing manual CPR to the patient. Manual CPR continued until the police department (pd) arrived and resumed CPR. Per the customer, the autopulse platform provided a single compression and then stopped working. The crew could not recall the user advisory message(s) or fault code(s) displayed on the platform's screen. The crew readjusted the patient, pulled up the lifeband, and restarted the platform, but the issue remained. Manual CPR continued for the duration of the call and while transporting the patient to an emergency room (ER). Return of spontaneous circulation (rosc) was not achieved, and the patient was later pronounced dead by the ER physician. Per the crew, the reported issue with the autopulse platform and attempts to troubleshoot the problem contributed to the death of the patient.

Manufacturer narrative:
The customer's reported complaint that the autopulse platform (B)(4) would provide provided a single compression and then stopped working was confirmed in the archive data and during functional testing. The crew could not recall the user advisory message(s) or fault code(s) displayed by the platform. The archive data showed that the autopulse platform displayed a couple of user advisory (ua) 42 (force overload tripped) during take-up around the reported event date, on (B)(6) 2023. A load cell characterization test revealed that both load cells were over-reporting, triggering the fault. The failures of the load cells and broken covers were likely attributed to mishandling, such as a drop, or the age of the platform. The autopulse platform was manufactured in may 2016 and is over seven years old, beyond its expected service life of five years. Further review of the archive data also showed a couple of ua02 (compression tracking error) and ua45 (not at "home" position after power-on/restart) occurring during take-up on the same date, consistent with the customer's reported complaint. The ua02 and ua45 advisories were cleared by the user, and they did not reproduce during functional testing. A user advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 2 is an indication that autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its "home" position when the autopulse is powered on, a user advisory (ua) 45 will occur. This user advisory will persist until the driveshaft is returned to its "home" position. To clear the ua45, pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its "home" position), and then press restart. Visual inspection revealed that the top cover and front enclosure were cracked and chipped at multiple locations, unrelated to the reported complaint. The observed physical damages appeared to be the characteristics of harsh impacts due to user mishandling. The covers were replaced during the last service at zoll in november 2020 to address previous issues. The damaged covers were replaced again to address the observed physical damages. The autopulse platform failed initial functional testing due to a ua42 advisory upon powering up, confirming the reported complaint as the archive data verified that ua42 occurred during take-up around the reported event date. The malfunctioning load cells were replaced to address the issue. Following service, a load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. The autopulse platform was subjected to run-in tests using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with (B)(4).

Manufacturer narrative:
The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.